Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2017-07234. It was reported the patient was unable to set the ipg into MRI mode due to an error message. System evaluation revealed one of the lead's had migrated which caused the issue. Subsequently, surgical intervention was undertaken during which both leads were explanted and replaced with a paddle lead. Effective stimulation was restored post-operative.